Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with an unspecified saline breast implant experienced left sided deflation post procedure. As a result, patient underwent bilateral removal and replacement with two 325cc mentor memorygel breast implants on (B)(6) 2020.